Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the upper buttocks, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient felt extreme thirst, vomiting, and was very weak when she woke up 5 days after the sensor was put on the upper buttocks. The patient uses tandem tslim in modified closed loop. After vomiting, the display screens alerted and were reading low. At around 2pm, she took a bgm which read 570 mg/dl and the screens were still showing low on the cgm. When her sister came at around 8pm, she called 911 for the paramedics. Before the paramedics came, her sister took a bgm which read 580 mg/dl. The paramedics came around 9pm and took her to the hospital. Upon arriving at the hospital, she was administered with 4 bags of fluids, low dosage of short acting insulin drip and 10 units of lantus. She was admitted in the ICU and was discharged at the evening of (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.